Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient programmer did not respond even when the battery was replaced. A recharger malfunction was also noted. It was unknown if there were any environment, external, or patient factors that may have caused the event. A replacement device would be arranged. The issue was not yet resolved. No surgical intervention occurred or was planned. No symptoms were reported, and there was no health damage. Additional information received reported that the charging cord connection remained in the socket on the upper left of the lcd of the recharger which made it impossible to charge the recharger.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17, d14, and c20 no longer apply to this report. H3. Analysis of the returned desktop charger (serial # (B)(6) found that there were bent/broken pins on the end of the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.